Event description:
Reportedly, on (B)(6) 2025, during interrogation of an eno sr (339cu3da), the tablet became unresponsive. It was impossible to set parameters, to leave the session or to shut down the tablet (even if using p1+p2). Therefore, battery was removed, and interrogation went well. Then, the same issue occurred with another eno dr (036cr0b4).

Manufacturer narrative:
The subject device has not been returned yet, results of the investigation are not available.

Manufacturer narrative:
Analysis of the returned subject device did not permit to confirm the reported event, as the programmer works correctly and is able to communicate without difficulties. Review on the provided information permit to establish that: - the reported issue may have been cause by a pop-up and/or programming menus and/or dropdown list that are not visible by the user. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported event. - updating the smartview version to 3.18 will solve the issue on this tablet. - the most probable hypothesis is a programmer software issue. - the complaint is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, during interrogation of an eno sr ((B)(6)), the tablet became unresponsive. It was impossible to set parameters, to leave the session or to shut down the tablet (even if using p1+p2). Therefore, battery was removed, and interrogation went well. Then, the same issue occurred with another eno dr ((B)(6)).